Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient was inappropriately shocked 33 times due to noise. Device testing was performed and impedance and sensing were within range. Threshold was out of range and had changed drastically since last followup. There was indication of noise on the lead in the recordings for the shocks. Patient to be evaluated further. Device remains implanted.